Manufacturer narrative:
Patient identifier for second patient: (B)(6). All available patient information has been included. No additional patient information is available. This event is also being reported against a second suspect medical device list 08d06-29, lot 93326li00, in manufacturer report number 3002809144-2019-00434. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) syphilis tp results for two patients when processing on the architect i2000sr. The initial result for sid (B)(6) was (B)(6). The initial result for sid (B)(6) was (B)(6). The samples were retested on another i2000 instrument and the results were (B)(6) (sid (B)(6)) and (B)(6) (sid (B)(6)). Additional testing with tppa was (B)(6) for both patients. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, testing with a retained kit, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely cause lots. The tracking and trending report review determined that there are no adverse or non-statistical trends. No non-conformances or deviations were identified. Testing using retained reagent kits of lot number 94471li00 and 93326li00 were tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the used lot is negatively impacted. No false non-reactive results were obtained. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified. This event was also reported in manufacturer report number 3002809144-2019-00434, under a second suspect medical device.